Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods of any technological characteristics with a medical device registered within the u.s. Are. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Thread breaks very easily at the knot.

Manufacturer narrative:
Manufacturing site evaluation: samples received: no samples available. Analysis and results: there are no previous complaints of this code batch. There are units in stock. Without any sample an analysis cannot be carried out in order to make a decision. Samples available in our stock were analyzed and tested the knot pull tensile strength of the closed samples available in stock and the results fulfil the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. As indicated in the instructions for use of the product: "when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". Final conclusion: complaint is not justified. Actions on product: not applicable. Corrective/preventive actions: not applicable.